Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was removed but not returned.

Event description:
It was reported to nevro that the patient experienced leg weakness and numbness following the implant procedure. The patient was hospitalized and the device was removed. Follow-up indicated that the patient¿s symptoms were improving and there have been no reports of further complications regarding this event.